Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease and is not related to a device malfunction. Based on the information received the cause of the event cannot be conclusively determined; however, progression of patient's valvular disease likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 28mm mitral ring implanted five years, 10 months, underwent transcatheter valve-in-ring procedure in the mitral position due to severe mitral regurgitation and moderate mitral stenosis. A 26mm transcatheter valve was implanted inside the failing 28mm ring. The case went well with no complications to the patient. The patient was transferred to the recovery room in stable condition. Patient was discharged home on post operative day two.